Event description:
It was reported to boston scientific corporation that following implantation of a pinnacle anterior/apical pelvic floor repair kit on (B)(6), 2010, the patient presented with urinary retention the next day. Reportedly, a catheter was placed in the patient, who was taught to self-catheterize. All additional information, including the patient's condition, is unknown.

Manufacturer narrative:
Study: (B)(4).